Event description:
Customer reported hospitalization due to high blood glucose and chest pains. The blood glucose reading at the time of the event was over 600 mg/dl. The blood glucose readings were high, customer experienced a low of 46 mg/dl and treated. The blood glucose reading shot up to 434 mg/dl, customer decided to go hospital. Hospital treated with saline. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.